Manufacturer narrative:
H.6. Investigation summary: six (6) samples and seventeen (17) photos were provided by the customer for investigation. All six (6) of the returned samples had needles assembled in whitish / grey needle hubs which are 27-gauge needle hubs. The outer diameters of all six (6) needles were measure and all were found to be 25-gauge needles. Seventeen (17) photos were provided by the customer. One (1) photo shows four (4) assembled needle hubs. The hubs are whitish / grey in color. The other sixteen (16) photos were compiled into an adobe acrobat reader pdf file. The first page of this file shows two pictures showing a needle assembly with a blue needle hub in a micrometer and a needle assembly with a whitish / grey needle hub in a micrometer. The blue needle hub has a reading of 0.02050 (inches) indicating that it is a 25-gauge needle and the whitish / grey needle hub has a reading of .01630 (inches) indicating that it is a 27-gauge needle. This page shows the correct readings properly assembled needles and needle hubs. The rest of the document shows photos of various whitish / grey needle hubs being measure with a micrometer with measurements ranging from 0.02030 ¿ 0.02050 (inches) indicating that the needles are 25-gauge but the whitish / grey color needle hubs are 27-gauge. No photos or samples were provided by the customer for the investigation of the missing labels on bags or double labels on a bag. Batch records were reviewed for the machines involving the grinding of the needles involved in the production of this product along with the machines involved in the assembly of this product. It was found that 25-gauge product was not immediately ground or assembled on any of the machines involved in the production of this batch. As this product is cut at a sister plant it is possible that the mixed product occurred during the production of the cut lengths; however, this cannot be confirmed and a true root cause cannot be determined at this time. These needle hubs are automatically packaged into bags by the assembly machine. The packaged bags are then automatically placed on a conveyor for holding before an operator applies the label to bag and transfers it to the (B)(4) for transport. As the operator normally applies several bag labels to the bags at the same time before transferring them it is possible that the operator missed a bag when applying labels or that the label was applied but fell off the bag during the process of transferring it to the (B)(4). Bd will issue a quality alert to the associates involved in the production of this product to raise awareness about the non-conformances observed by the customer. This quality alert will be reviewed with all production associates involved in the production of this product and will then be posted on the shift startup board for one (1) week. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Bd acknowledges that the returned samples and the photos provided by the customer indicate that 25-gauge needles were incorrectly assembled into 27-gauge needle hubs. A true root cause cannot be determined at this time.

Event description:
It was reported that bd¿ needle ns 27ga 1in blt sq grd w/o shld was missing label information and came with a mix of product types in a pack. This occurred on 64 occasions. The following information was provided by the initial reporter: material no. 301643, batch no. 8145517. It was reported needles were assembled with 25 ga needles in a 27 ga hub, bags were found with missing labels, and one bag was found with two labels. We identified additional components from this particular lot that were assembled with 25 ga needles in a 27 ga hub. This issue will be driven under pr 469759. Please see responses below: how many needles were found with the reported issue? On (B)(6) 2019, nine (9) needles were identified with the reported issue (bags 9, 11, 29). On (B)(6) 2019, fifteen (15) needles were identified with reported issue (bag 37). On (B)(6) 2019, an additional needle was identified. Inspection is ongoing. Is the date this was discovered known? Yes, (B)(6) 2019.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle ns 27ga 1in blt sq grd w/o shld was missing label information and came with a mix of product types in a pack. This occurred on 64 occasions. The following information was provided by the initial reporter: material no. 301643, batch no. 8145517. It was reported needles were assembled with 25 ga needles in a 27 ga hub, bags were found with missing labels, and one bag was found with two labels. We identified additional components from this particular lot that were assembled with 25 ga needles in a 27 ga hub. This issue will be driven under (B)(4). Please see responses below: how many needles were found with the reported issue? On (B)(6) 2019, nine (9) needles were identified with the reported issue (bags 9, 11, 29). On (B)(6) 2019, fifteen (15) needles were identified with reported issue (bag 37). On (B)(6) 2019, an additional needle was identified. Inspection is ongoing. Is the date this was discovered known? Yes, (B)(6) 2019.